Manufacturer narrative:
H3: the pipeline flex with shield and the phenom 27 catheter were for analysis. The pipeline flex with shield pusher was returned within phenom 27 catheter. The pusher was pushed out from phenom 27 catheter without any issues. The braid was pushed out from phenom 27 catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal end of the pipeline flex shield braid appeared not fully opened due to damaged braid. The proximal end of the braid was found fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No damage was found with the phenom 27 catheter hub, body and distal tip. No other anomalies were observed. Based on the returned device, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of the pipeline flex shield braid was found not fully opened due to damaged braid. However, the event cause could not be determined. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes for failure to open include patient tortuous anatomy and damage to the braid. There was no non-conformance to specification that may have contributed to the failure to open issue. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Healthcare professional information is not reported per country privacy laws. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured amorphous internal carotid artery (ica) cavernous segment aneurysm. The aneurysm max diameter was 21mm and the neck diameter was 11mm. Vessel tortuosity was moderate. It was reported that the pipeline device and all accessories used were prepared according to the instructions for use (IFU). The distal part of the pipeline stent was difficult to open and this was considered to be due to tortuosity though it was also noted that the the pipeline was not located in a tortuous vessel segment. The device was less than 50% deployed. The device was resheathed 3 or more times. No other maneuvers or devices were tried to deploy the pipeline stent. Finally the pipeline was resheathed and removed with the microcatheter. The pipeline was replaced with another of the same size which was used more easily and successfully implanted.  There was no harm or injury to the patient. Post-procedure angiography showed some eclipse sign in the aneurysm.